Manufacturer narrative:
(B)(4). We are in the process of obtaining further information from the customer. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a cracked warmer head case. Service was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the head warmer assembly of the complaint iw934 cosycot infant warmer was returned to our service center in (B)(4), where it was inspected by a trained fisher & paykel healthcare technician. Our investigation is based on the photographs and service report provided and our knowledge of the product. Results: visual inspection of the provided photographs revealed cracked lines at the dome portion of the head warmer assembly. Surface crazing was also evident in this area. Delamination of the outer plastic shell and plastic chipping was evident at the bottom edge of the uppercase of the head warmer. The screw boss on the upper case was also broken. A lot check revealed three other complaints of this nature for lot number 051029. The subject infant warmer was released for distribution on 4 november 2005 and is thus already a nine year old unit. Conclusion: it is likely that the physical damage of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: the plastic surfaces highlighted in black contain plastic components made from polycarbonate or acrylic, and include the entire heater assembly, bassinet side panels, column cap and front panel fascias. Caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. The head kit, reflector, heating element and head harness kit were replaced on the complaint infant warmer and it was returned to the customer after passing the safety and performance checks.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a cracked warmer head case. Service was requested. No patient consequence was reported.